Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the lens detachment could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to add to sections d8 and h6 conclusion code. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus service was informed by the user facility that the high definition camera head's "lens fell out during reprocessing." No patient involvement or harm was reported to olympus. The camera head will be returned for a service/evaluation.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported issue was confirmed as the cover lens was detached. The customer has received a replacement device. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.